Event description:
It was reported that the customer was transported by emergency services to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 15 mg/dl. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the low bg level. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to stacking boluses. Reportedly, the customer become unconscious and fell, sustaining a head injury. Reportedly, customer experienced an epileptic seizure as a result of the fall. The customer was treated with intravenous fluids of saline during hospitalization. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.